Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2018 and suture was used. During the procedure, the suture broke. There were no patient consequences.

Manufacturer narrative:
Product complaint # pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.  Unopened samples of product were returned for analysis. During the visual inspection of samples, no defects were found on the packages. The samples were opened and the swage and attachment area were as expected. The sutures were dispensed without problems and examined along of the strands and no defects or suture breakages were observed.the samples were tested for tensile strength and the results were at or above the minimum individual strength for this product. According to the sample condition, no suture breakage was observed and the samples tested met the finished good requirements.